Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed lead migration, with the leads coiling adjacent to the central incision site causing a bulge and pain on his backside. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7074385 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: batch/lot number: 27415036 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319 batch/lot number: 31528546 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).